Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was calling back after previously completing a low battery troubleshoot. The customer reported a low battery alert then a power loss alarm. The customer stated the alarms were frequent. The customer stated a battery cap did not resolve the issue. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.